Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t02 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-m alignant pain and post-laminectomy pain. It was reported that the patient's ptm was not connecting to the pump. The patient stated that they got a service code 353, a pump not found message, and a message saying to resync. The patient stated that they do not normally use their ptm. The patient stated that they had an appointment yesterday for refill but their clinic advised them that their medication was not yet available. The patient was advised to check their ptm when their medication will run out. The patient was concerned that they might not get the medication on time. The patient was assisted with clearing the data and the patient was able to connect to the pump and getting patient bolus disabled screen. Device function was reviewed and the patient was redirected to hcp to further address the concern.